Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement failure of a perforator while performing the first burr hole at the tent. The procedure was completed with a replacement product available. It is unknown if there was patient injury or if the event led to surgical delay. It is unknown the drill manufacturer, or if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole.

Event description:
N/a.

Manufacturer narrative:
The disposable perforator was returned for evaluation. Unique device identification (UDI): (B)(4) or (B)(4). Failure analysis: the perforator unit was inspected using the unaided eye. Unit was received disassembled and had a discolored/deformed sleeve from autoclaving post surgery. The "IFU" testing procedure was performed after re-assembling the unit since it could not be tested in the received condition. Once the unit was re-sleeved, the unit passed the spring test as intended. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release and the unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.